Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, noise oversensing was noted on the right ventricular lead. The noise presented as high ventricular rate episode. No intervention was performed. No patient consequences were noted.